Manufacturer narrative:
Complaint (B)(4) received 1rk 454247p/b240534s for evaluation. Received customer pictures. We have no further inventory of the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrections/additional data: h3: samples received; h6: added health effect, componenet code, changed type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Event description:
The customer advised that the 3ml lithium heparin tubes (green top) are filling "very slowly". They also stated that they are not filling all the way to the fill line. They think this may be causing some of the increased "blown veins" they are experiencing. The fill was slower compared to the edta tube that was filled last. In one draw there were 4 lithium hep tubes collected and then the edta. All 4 tubes filled slowly. The phlebotomist was using the 21g sbcs in a larger vessel in the antecubital area. There was no visible bruising or hematoma with this collection. On another collection the phlebotomist did not do a waste tube prior to drawing the lithium hep tube, which in this case was the first tube collected. Needle used was a 23g sbcs in a smaller vein in the hand. Fill was slow compared to edta tube. On another collection the phlebotomist did not do a waste tube prior to drawing the lithium hep tube, which in this case was the first tube collected. Needle used was a 23g sbcs in a smaller vein in the hand. Fill was slow compared to edta tube. There was a visible hematoma starting to form during the collection of the lithium heparin tube, however this was a more difficult draw with a delicate vein. It cannot confirmed what caused the formation of the hematoma. Tube was left engaged properly until vacuum was exhausted. The tubes were confirmed to be stored per IFU recommendations.

Manufacturer narrative:
Complaint: (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.